Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient death.

Event description:
It was reported that on (B)(6) 2015, the patient was in-patient in a cardiac care unit where the patient had extreme hypoxia and hyperpnea. The patient had a long history of copd (chronic obstructive pulmonary disease) and "many other ailments.¿ the patient was at that time already on a minimal dose of 0.809 mg/day and the dose was lowered to 0.4496 mg/day on (B)(6) 2015. A patient death was reported. The date of death provided was (B)(6) 2015. It was reported that the death was not related to the device. The pump was used to infuse bupivacaine (concentration: 0 5 mg/ml, dose rate: 0.4496 mg/day) and morphine (concentration: 5 mg/ml, dose rate: 0.4496 mg/day).